Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: remove isifa2024-09-c from h9.

Manufacturer narrative:
Additionally information was obtained from failure analysis noting that pieces were wedged behind the release buttons causing difficulty in the depression of the release button.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken luer plate. The broken pieces were found to be entangled in the grip and pitch cable wires resulting in articulation failure at the distal end of the instrument. Additionally, a loose grip cable was noted at the grip hub and the instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have contributed to the loose cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier became stuck in the cassette wheels. The customer noted that something appeared to be bent and engaged the housing buttons to release the instrument from the arm but the instrument did not release. The customer was later able to remove the instrument with no harm to the patient. The procedure was completed with no further issues. It was confirmed that no fragments fell into the patient's anatomy and no known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while attempting to remove the instrument from the arm. The customer was able to forcibly remove the instrument through the cannula; however, the cannula was not removed with the instrument.